Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The physician advanced the 2.5x8mm quantum maverick monorail balloon catheter to the target lesion for predilation. The balloon was ruptured on the first inflation at an unk pressure, however, it was noted that it was not at height pressure. The device was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.